Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("multiple miscarriages"), habitual abortion ("multiple miscarriages"), genital haemorrhage ("abnormal bleeding (general)") and urinary tract infection ("infection urinary tract") in a 35-year-old female patient who had essure (batch no. 735706, 726782, 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3. (B)(6) 2003, (B)(6) 2006, (B)(6) 2010, miscarriage (B)(6) 2011, (B)(6) 2012 and complication of delivery in 2014. Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever and hiatal hernia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). In 2010, the patient experienced weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced mood altered ("mood changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal ulcers"), ovarian cyst ("cyst on ovaries") and somnolence ("they had difficulty with waking me up"). The patient's last menstrual period was in (B)(6) 2012 and estimated date of delivery was (B)(6) 2012. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, mood altered, cystitis, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, ovarian cyst and somnolence outcome was unknown and the habitual abortion had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered cystitis, dysmenorrhoea, fatigue, gastrointestinal ulcer, genital haemorrhage, habitual abortion, headache, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, somnolence, urinary tract infection, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff had another miscarriage with essure please refer to case number (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-mar-2018: correction following company internal coding review. The description to be coded for event they had difficulty with waking me up was recoded to meddra llt hard to awaken. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("multiple miscarriages"), habitual abortion ("multiple miscarriages"), genital haemorrhage ("abnormal bleeding (general)") and urinary tract infection ("infection urinary tract") in a 35-year-old female patient who had essure (batch no. 735706/689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (((B)(6) 2003,(B)(6) 2006,(B)(6) 2010)), miscarriage ((B)(6) 2011, (B)(6) 2012) and complication of delivery in (B)(6). Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever and hiatal hernia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). In (B)(6), the patient experienced weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced fatigue ("fatigue"). In (B)(6), the patient experienced mood altered ("mood changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6), the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal ulcers"), ovarian cyst ("cyst on ovaries"), somnolence ("they had difficulty with waking me up"), anxiety ("psychological condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)") and depression ("psychological condition: depression"). The patient's last menstrual period was in (B)(6) 2012 and estimated date of delivery was (B)(6) 2012. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, mood altered, cystitis, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, ovarian cyst, somnolence, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the habitual abortion had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, fatigue, gastrointestinal ulcer, genital haemorrhage, habitual abortion, headache, menorrhagia, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, somnolence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff had another miscarriage with essure (please refer to case number (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Batch number 726782 is invalid. Batch number: 689941, man date: apr-2010, exp date: apr-2013. Batch number: 735706, man date: nov-2009, exp date: nov-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("multiple miscarriages"), habitual abortion ("multiple miscarriages"), genital haemorrhage ("abnormal bleeding (general)") and urinary tract infection ("infection urinary tract") in a 35-year-old female patient who had essure (batch no. 735706, 726782, 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2010)), miscarriage ((B)(6) 2011, (B)(6) 2012) and complication of delivery in 2014. Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever and hiatal hernia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). In 2010, the patient experienced weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced mood altered ("mood changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal ulcers"), ovarian cyst ("cyst on ovaries"), somnolence ("they had difficulty with waking me up"), anxiety ("psychological condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)") and depression ("psychological condition: depression"). The patient's last menstrual period was in (B)(6) 2012 and estimated date of delivery was 19-dec-2012. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, mood altered, cystitis, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, ovarian cyst, somnolence, anxiety, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the habitual abortion had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, fatigue, gastrointestinal ulcer, genital haemorrhage, habitual abortion, headache, menorrhagia, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, somnolence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff had another miscarriage with essure (please refer to case number (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, depression, anxiety were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), pregnancy with contraceptive device ('multiple miscarriages/ post implant pregnancy') and ovarian cyst ('cyst on ovaries') in a 35-year-old female patient who had essure (batch no. 735706,689941,726782-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included complication of delivery in 2014, multigravida, parity 3 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2010)) and miscarriage ((B)(6) 2011, (B)(6) 2012). Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever, hiatal hernia, gastric ulcer, constipation and hematochezia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) from (B)(6) 2017 to (B)(6) 2017, celecoxib (celexa), escitalopram oxalate (lexapro), ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from june 2012 to july 2013 and methadone since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced mood altered ("mood changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced amenorrhoea ("other injury(ies) or complication (s) please describe: amenorrhea"). On (B)(6) 2012, the patient experienced depression ("psychological condition: depression"). In 2014, the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst (seriousness criterion medically significant), urinary tract infection ("infection urinary tract"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal ulcers"), somnolence ("they had difficulty with waking me up"), anxiety ("psychological condition: mental anguish / anxiety"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), bladder disorder ("bladder/ urinary problem") and urinary tract disorder ("bladder/ urinary problem"). The patient was treated with dilation and curettage and surgery (bilateral salpingectomy and oophorectomy and cyst removal). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved, the pregnancy with contraceptive device, ovarian cyst, urinary tract infection, mood altered, cystitis, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, somnolence, anxiety, depression and amenorrhoea outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, amenorrhoea, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, gastrointestinal ulcer, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, somnolence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff had another miscarriage with essure (please refer to case number (B)(4)). Discrepancy noted as if you have not had your essure removed, are you currently planning for essure removal? No current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: essure device was successfully occluded. Batch number 726782 is not valid lot number: 689941 manufacture date: 2009/11 expiration date: 2012/11 lot number: 735706 manufacture date:2010/04 expiration date: 2013/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder disorder, urinary tract disorder, outcome of the previously reported event- pelvic pain female, bleeding genital, vaginal bleeding, menorrhagia were updated, essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), pregnancy with contraceptive device ('multiple miscarriages/ post implant pregnancy') and ovarian cyst ('cyst on ovaries') in a 35-year-old female patient who had essure (batch no. 735706, 689941, 726782-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included complication of delivery in 2014, multigravida, parity 3 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2010)) and miscarriage ((B)(6) 2011, (B)(6) 2012). Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever, hiatal hernia, gastric ulcer, constipation and hematochezia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) from (B)(6) 2017 to (B)(6) 2017, celecoxib (celexa), escitalopram oxalate (lexapro), ethinylestradiol; ferrous fumarate; norethisterone (generess fe) from (B)(6) 2012 to (B)(6) 2013 and methadone since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced mood altered ("mood changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced amenorrhoea ("other injury(ies) or complication (s) please describe: amenorrhea"). On (B)(6) 2012, the patient experienced depression ("psychological condition: depression"). In 2014, the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst (seriousness criterion medically significant), urinary tract infection ("infection urinary tract"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal ulcers"), somnolence ("they had difficulty with waking me up"), anxiety ("psychological condition: mental anguish / anxiety"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), bladder disorder ("bladder/ urinary problem") and urinary tract disorder ("bladder/ urinary problem"). The patient was treated with dilation and curettage and surgery (bilateral salpingectomy and oophorectomy and cyst removal). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved, the pregnancy with contraceptive device, ovarian cyst, urinary tract infection, mood altered, cystitis, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, somnolence, anxiety, depression and amenorrhoea outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, amenorrhoea, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, gastrointestinal ulcer, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, somnolence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff had another miscarriage with essure (please refer to case number (B)(4)). Discrepancy noted as if you have not had your essure removed, are you currently planning for essure removal? No, current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: essure device was successfully occluded. Batch number 726782 is not valid, lot number: 689941, manufacture date: 2009/11, expiration date: 2012/11, lot number: 735706, manufacture date:2010/04, expiration date: 2013/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder disorder, urinary tract disorder, outcome of the previously reported event- pelvic pain female, bleeding genital, vaginal bleeding, menorrhagia were updated, essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), pregnancy with contraceptive device ('multiple miscarriages/ post implant pregnancy') and ovarian cyst ('cyst on ovaries') in a 35-year-old female patient who had essure (batch no. 726782-inv, 735706, 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included complication of delivery in 2014, multigravida, parity 3 (B)(6) 2003, (B)(6) 2006, (B)(6) 2010 and miscarriage (B)(6) 2011, (B)(6) 2012. Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever, hiatal hernia, gastric ulcer, constipation and hematochezia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). Concomitant products included buprenorphine hydrochloride; naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) from (B)(6) 2017, celecoxib (celexa), escitalopram oxalate (lexapro), ethinylestradiol; ferrous fumarate; norethisterone (generess fe) from (B)(6) 2012 to (B)(6) 2013 and methadone since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced mood altered ("mood changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced amenorrhoea ("other injury(ies) or complication (s) please describe: amenorrhea"). On (B)(6) 2012, the patient experienced depression ("psychological condition: depression"). In 2014, the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst (seriousness criterion medically significant), urinary tract infection ("infection urinary tract"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal ulcers"), somnolence ("they had difficulty with waking me up"), anxiety ("psychological condition: mental anguish / anxiety"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), bladder disorder ("bladder/ urinary problem") and urinary tract disorder ("bladder/ urinary problem"). The patient was treated with dilation and curettage and surgery (bilateral salpingectomy and oophorectomy and cyst removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved, the pregnancy with contraceptive device, ovarian cyst, urinary tract infection, mood altered, cystitis, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, somnolence, anxiety, depression and amenorrhoea outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, amenorrhoea, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, gastrointestinal ulcer, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, somnolence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff had another miscarriage with essure please refer to case number (B)(4). Discrepancy noted as if you have not had your essure removed, are you currently planning for essure removal? No. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: essure device was successfully occluded. Batch number 726782 is not valid. Lot number: 689941, manufacture date: 2009/11, expiration date: 2012/11. Lot number: 735706, manufacture date:2010/04, expiration date: 2013/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), pregnancy with contraceptive device ('multiple miscarriages/ post implant pregnancy') and ovarian cyst ('cyst on ovaries') in a 35-year-old female patient who had essure (batch no. 726782-inv,735706,689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included complication of delivery in 2014, ovarian cyst in 2014, multigravida, parity 3 (B)(6) 2003, (B)(6) 2006, (B)(6) 2010 and miscarriage (B)(6) 2011, (B)(6) 2012. Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever, hiatal hernia, gastric ulcer, constipation and hematochezia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). Concomitant products included buprenorphine hydrochloride; naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin) from (B)(6) 2017, celecoxib (celexa), escitalopram oxalate (lexapro), ethinylestradiol;ferrous fumarate; norethisterone (generess fe) from (B)(6) 2012 to (B)(6) 2013 and methadone since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced mood altered ("mood changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced amenorrhoea ("other injury(ies) or complication (s) please describe: amenorrhea"). On (B)(6) 2012, the patient experienced depression ("psychological condition: depression"). In 2014, the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst (seriousness criterion medically significant), urinary tract infection ("infection urinary tract"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal ulcers"), somnolence ("they had difficulty with waking me up"), anxiety ("psychological condition: mental anguish / anxiety"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), bladder disorder ("bladder/ urinary problem") and urinary tract disorder ("bladder/ urinary problem"). The patient was treated with dilation and curettage and surgery (bilateral salpingectomy and oophorectomy and cyst removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved, the pregnancy with contraceptive device, ovarian cyst, urinary tract infection, mood altered, cystitis, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, somnolence, anxiety, depression and amenorrhoea outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, amenorrhoea, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, gastrointestinal ulcer, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, somnolence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff had another miscarriage with essure please refer to case number (B)(4). Discrepancy noted as if you have not had your essure removed, are you currently planning for essure removal? No. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: essure device was successfully occluded. Batch number 726782 is not valid lot number: 689941, manufacture date: 2009/11, expiration date: 2012/11. Lot number: 735706, manufacture date: 2010/04, expiration date: 2013/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("multiple miscarriages"), habitual abortion ("multiple miscarriages"), genital haemorrhage ("abnormal bleeding (general)") and urinary tract infection ("infection urinary tract") in a 35-year-old female patient who had essure (batch no. 735706, 726782, 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (((B)(6) 2003,(B)(6) 2006, (B)(6)2010)), miscarriage ((B)(6) 2011, (B)(6) 2012) and complication of delivery in 2014. Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever, and hiatal hernia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). In 2010, the patient experienced weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced mood altered ("mood changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection bladder"), urinary tract infection (seriousness criterion medically significant), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal or digestive system condition type ulcers,"), ovarian cyst ("cyst on ovaries") and gait disturbance ("they had difficulty with waking me up"). The patient's last menstrual period was in (B)(6) 2012 and estimated date of delivery was (B)(6) 2012. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, mood altered, genital haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, ovarian cyst, and gait disturbance outcome was unknown and the habitual abortion had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered cystitis, dysmenorrhoea, fatigue, gait disturbance, gastrointestinal ulcer, genital haemorrhage, habitual abortion, headache, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, urinary tract infection, vaginal infection, and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. The reporter commented: plaintiff had another miscarriage with essure (please refer to case number (B)(4)). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, other relevant history, product indication, product stop date, lot numbers, event information- mood changes, abnormal bleeding general, infection bladder, infection urinary tract, infection vaginal, psychological or psychiatric problems condition, post traumatic stress disorder, migraine, headaches, nausea, dysmenorrhea, fatigue, weight loss, gastrointestinal or digestive system condition type ulcers, cyst on ovaries, they had difficulty with waking me up were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("multiple miscarriages"), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ("cyst on ovaries") and urinary tract infection ("infection urinary tract") in a 35-year-old female patient who had essure (batch no. 735706,689941,726782-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2010)), miscarriage ((B)(6) 2011, (B)(6) 2012) and complication of delivery in 2014. Concurrent conditions included body mass index normal, anxiety, stress, mood swings, feeling sad, sleep disturbance, fever, hiatal hernia, gastric ulcer, constipation and hematochezia. Family history included thyroid disorder (mother), hypertension (mother) and hypothyroidism (mother). Concomitant products included celecoxib (celexa) and ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from june 2012 to july 2013. In 2010, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), 1 month after insertion of essure. In (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced mood altered ("mood changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced mental disorder ("psychological or psychiatric problems condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), post-traumatic stress disorder ("post traumatic stress disorder"), nausea ("nausea"), gastrointestinal ulcer ("gastrointestinal ulcers"), somnolence ("they had difficulty with waking me up"), anxiety ("psychological condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), depression ("psychological condition: depression") and amenorrhoea ("other injury(ies) or complication (s) please describe: amenorrhea"). The patient was treated with dilation and curettage and surgery (bilateral salpingectomy and oophorectomy and cyst removal). At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, ovarian cyst, urinary tract infection, mood altered, cystitis, vaginal infection, mental disorder, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, weight decreased, gastrointestinal ulcer, somnolence, anxiety, vaginal haemorrhage, menorrhagia, depression and amenorrhoea outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, amenorrhoea, anxiety, cystitis, depression, dysmenorrhoea, fatigue, gastrointestinal ulcer, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, somnolence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff had another miscarriage with essure (please refer to case number (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram on (B)(6) 2012: results: essure device was successfully occluded. Batch number 726782 is invalid. Lot number: 689941; manufacture date: 2009/11; expiration date: 2012/11. Lot number: 735706; manufacture date:2010/04; expiration date: 2013/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: plaintiff fact sheet received. Events amenorrhea, abdominal pain were added. Pregnancy outcome changed from spontaneous abortion to elective abortion. Event habitual abortion was deleted. Historical, concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("multiple miscarriages") and habitual abortion ("multiple miscarriages") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and habitual abortion (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and oophorectomy). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and habitual abortion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered habitual abortion, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.